Event description:
Pump takes too long to alarm when there is a kink in the tubing. Pump was infusing fluids in a baby and the pump did not alarm when the tubing was found to be kinked. The rate was 4.5ml per hour and set at a 4 pressure setting. The tubing was kinked close to the insertion site. For a "trial", the tube was kinked on an IV to see how long it would take to alarm. It took 2 minutes 15 seconds before the machine alarmed. The nicu staff and physicians feel this is too long.

Manufacturer narrative:
The device has not been returned to the manufacturer. If the device is made available for evaluation in the future, additional information will be provided.